Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument could no longer function. Ultimately, the customer had to remove it, along with the trocar and all. The customer had to destroy the instrument because it was completely dislocated. The procedure was just started, having only inserted the instrument into the abdomen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument was inspected prior to use. The coating on the maryland joint is defective, which caused the instrument to no longer function. Instrument did not collide with any other instrument or tool during the procedure. Damage was confirmed to be located at the distal end of the housing. There were no broken/damaged wires. There was no material missing or detached from the part of the device that enters the patient. There was no report of fragments falling off the device during use in a patient. Patient did not suffer harm or injury.